Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by a doctor from a hospital at the pediatric ICU stating that the PICC which was inserted 2 weeks ago at the same premises seen broken at the distal end, while the patient came in for weekly dressing change and shared a picture. As the PICC line was removed it is replaced with pivcs which are used for drug & tpn delivery. There was no serious injury and the patient is fine. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a single lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the PICC with a complete break at the connection of the molded joint and catheter tubing. The proximal break site at the molded joint was observed to be irregular, however, details of the fracture surface could not be discerned. The catheter was observed to be implanted in the patient and secured with a statlock, visible in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.